Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This part has no implant or explant date, as the part was inserted and removed before the patient was closed up. A non-synthes part was used to complete the procedure, which synthes does not have reporting responsibility for. Placeholder.

Event description:
Surgeon reported to sales consultant that, during procedure, resorbable screws would not gain purchase in patient (B)(6) in the bone after tapping. The surgeon indicated either the taps or screws were the wrong diameter. The surgeon was using resorbable mesh to contain bone graft material. Resorbable srews were discarded and surgeon switched to non-synthes products to complete the procedure. At a later date, surgeon provided lot numbers of additional parts used during original surgery, including lots 2671333, 2655840, 6533280. At this time surgeon stated the bulk of screws and mesh were removed during a revision surgery on (B)(6) 2011, as it would not hold. This report is 6 of 7 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found.